Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after an infusion set change, with the device alerting that glucose was above 300 mg/dl for over 90 minutes and that insulin delivery might not be occurring; inspection of the pump, tubing, and contact detach infusion site did not reveal a mechanical issue, and the user subsequently moved the existing infusion set to a new body location rather than replacing it, after which glucose levels began to decline. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no professional medical intervention, and resolution as glucose levels decreased following reconnection. Investigation included guided troubleshooting of the pump, tubing, and infusion site and user education regarding proper infusion set replacement and site care. Investigation of this case revealed suspected infusion site complication or site failure despite an intact pump and tubing assessment, and user handling that did not follow recommended infusion set replacement, which carries risk of infection and poor adhesion. It was concluded, based on previously established findings for similar reports, that the cause was unclear.